Event description:
The user facility reported that during a patient procedure their 3085 sp surgical table lowered in height without being commanded to do so. User facility personnel repositioned the table and completed the procedure successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the floor locks required replacement. The table was manufactured in 1998, making it approximately 27 years old. The technician repaired the 3085 sp surgical table, tested the table, confirmed it to be operational, and returned it to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.